Manufacturer narrative:
Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked end cap and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump needs to report a cracked pump. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Type of damage was crack. Location of the damage was at the bottom. Details of the damage was the back is cracked and the pump was loose. The customer's mother was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.